Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, battery out limit, low battery or failed battery test alarms noted. The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the customer was attempting to input carbohydrates to the device, but the number kept scrolling. Customer's blood glucose was 211 mg/dl. Customer didn't recall any significant events which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for further analysis.